Event description:
It was reported that the device was in use for patient infusion. The reporter stated the device gave a "low battery" alarm. Reporter stated the device batteries were replaced but this did not address the issue. No adverse effects to patient reported.